Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/08/2015-product analysis: the device was returned and evaluated by product analysis on 03/27/2015 with the following findings: the complaint was unable to be investigated due to an unrelated issue. Review of the pump¿s black box revealed evidence of rebooting. No damage or defect was found to the battery compartment or battery cap; the battery cap was able to secure properly to the pump. No damage or defect was found to the pump¿s power circuit. The pump powered on with a blank display screen; the screen was found to have been cracked. Replacement with a test display restored the display function to specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.